Event description:
New information reported on (B)(6) 2018 stated that the patient underwent an upgrade procedure from an ICD to a biv pacemaker and the right ventricular lead exhibited a loss of capture while explanting the left ventricular lead. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance. The lead was reprogrammed. The patient remained asymptomatic.